Event description:
It was reported that during the implant procedure phrenic stimulation was noted on the left ventricular (lv). The lead was reprogrammed and there was no phrenic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).